Event description:
The customer reported the device cannot boot up. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.